Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') and genital haemorrhage ('constant and heavy bleeding / painful bleeding') in a 40-year-old female patient who had essure (batch no. C25296-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("constant and heavy bleeding / painful bleeding"), menstrual disorder ("changes in menstrual cycle"), back pain ("back pain") and pain in extremity ("pain in legs"). The patient was treated with surgery (removal of the devices). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain and pain in extremity outcome was unknown. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, menstrual disorder, pain in extremity and pelvic pain to be related to essure. Lot number c25296 is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pains') and genital haemorrhage ('constant and heavy bleeding/painful bleeding'). In a 40-year-old female patient who had essure (batch no. C25296) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("constant and heavy bleeding/painful bleeding"), menstrual disorder ("changes in menstrual cycle"), back pain ("back pain") and pain in extremity ("pain in legs"). The patient was treated with surgery (removal of the devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain and pain in extremity outcome was unknown. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, menstrual disorder, pain in extremity and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020, lot number added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') and genital haemorrhage ('constant and heavy bleeding / painful bleeding') in a 40-year-old female patient who had essure (batch no: c35296) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2007, asthma, depression, pernicious anemia and gynecological examination (past gynecological history. She is menstruating about seven days, heavy and painful for the first three days. She gets her period every 21 days. As I mentioned, she is up-to-date with her smears and they were all normal. On examination, the vulva and vagina looked normal. There was a thick, whitish discharge. The cervix looked healthy. No evidence of ectropion. I have taken an hvs swab). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced alopecia ("hair is falling out"), 6 months 3 days after insertion of essure. On (B)(6) 2017, the patient experienced coital bleeding ("post-coital bleeding"), discharge ("discharge, she has been having it for nearly two years since the insertion of the essure") and dyspareunia ("occasional superficial dyspareunia"). On (B)(6) 2017, the patient experienced seasonal allergy ("hay fever"). On (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2018, the patient experienced acute sinusitis ("acute sinusitis"). On (B)(6) 2018, the patient experienced anxiety ("anxiety states"). On (B)(6) 2018, the patient experienced asthma ("asthma"). On (B)(6) 2018, the patient experienced arthralgia ("knee pain (right)"). On (B)(6) 2019, the patient was found to have menstruation normal ("normal periods since her implant were taken out") and experienced iron deficiency ("unspecified iron deficiency"). On (B)(6) 2019, the patient experienced insomnia ("insomnia"). On (B)(6) 2019, the patient experienced depression ("depressed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("constant and heavy bleeding / painful bleeding"), menstrual disorder ("changes in menstrual cycle"), back pain ("back pain") and pain in extremity ("pain in legs"). The patient was treated with surgery (removal of the devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, pain in extremity, arthralgia, coital bleeding, discharge, dyspareunia, endometriosis, alopecia, insomnia, asthma, anxiety, depression, seasonal allergy, menstruation normal, acute sinusitis and iron deficiency outcome was unknown. The reporter provided no causality assessment for acute sinusitis, alopecia, anxiety, arthralgia, asthma, coital bleeding, depression, discharge, dyspareunia, endometriosis, insomnia, iron deficiency, menstruation normal and seasonal allergy with essure. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, menstrual disorder, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2015: confirmed the device are adequately placed within the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: new reporter added. New events (arthralgia, coital bleeding, discharge, dyspareunia, endometriosis, alopecia, insomnia, asthma, anxiety, depression, seasonal allergy, menstruation normal, acute sinusitis, iron deficiency), all medical history and all lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pains") in a 40 year-old female patient who had essure inserted (lot no: c35296- invalid, 10589996) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depression in 2007 and overweight, alcohol use, alopecia, penicillin allergy, depression, tonsillectomy, cesarean section, gynecological examination (past gynecological history - she is menstruating about seven days, heavy and painful for the first three days. She gets her period every 21 days. As I mentioned, she is up-to-date with her smears and they were all normal. On examination, the vulva and vagina looked normal. There was a thick, whitish discharge. The cervix looked healthy. No evidence of ectropion. I have taken an hvs swab), pernicious anemia, depression and asthma. Previously administered products included: oral contraceptive nos and citalopram. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 184 days after essure insertion, she experienced alopecia ("hair is falling out"). On (B)(6) 2017, she experienced dyspareunia ("occasional superficial dyspareunia"), vaginal discharge ("discharge, she has been having it for nearly two years since the insertion of the essure") and coital bleeding ("post-coital bleeding"). On (B)(6) 2017, she experienced seasonal allergy ("hay fever"). On (B)(6) 2017, she experienced endometriosis ("endometriosis"). On (B)(6) 2018, she experienced acute sinusitis ("acute sinusitis"). On (B)(6) 2018, she experienced anxiety ("anxiety states"). On (B)(6) 2018, she experienced asthma ("asthma"). On (B)(6) 2018, she experienced arthralgia ("knee pain (right)"). On (B)(6) 2019, she experienced iron deficiency ("unspecified iron deficiency"). On (B)(6) 2019, she experienced insomnia ("insomnia"). On (B)(6) 2019, she experienced depression ("depressed"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("constant and heavy bleeding"), dysmenorrhoea ("painful bleeding"), menstrual disorder ("changes in menstrual cycle"), back pain ("back pain"), candida infection ("thrush"), pain in extremity ("pain in legs"), device intolerance ("inability to tolerate the device") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (hysteroscopic and laparoscopic removal and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, menstrual disorder, back pain, vaginal discharge, endometriosis, coital bleeding, iron deficiency, asthma, seasonal allergy, acute sinusitis, candida infection, pain in extremity, arthralgia, alopecia, insomnia, anxiety, depression and hypersensitivity were unknown. The reporter considered acute sinusitis, alopecia, anxiety, arthralgia, asthma, back pain, candida infection, coital bleeding, depression, device intolerance, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, hypersensitivity, insomnia, iron deficiency, menstrual disorder, pain in extremity, pelvic pain, seasonal allergy and vaginal discharge to be related to essure administration. The reporter commented: as per medical records, the insertion procedure was carried out uneventfully. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): histopathology report - specimen: both right and left fallopian tubes. Macroscopy: both fallopian tubes have been sent in the same container. They measure 55 and 58 mm in length. Fimbrial ends were intact. Neither tube shows the presence of metallic spring. Microscopy : two fallopian tubes were identified in a single pot, both show complete transection of normal fallopian tube, and both were free from stic or malignancy. Diagnosis: left and right fallopian tubes (not distinguished) - complete transection. [Ultrasound scan] on (B)(6) 2015: confirmed the devices are adequately placed within the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: alopecia, vaginal discharge, coital bleeding, candida infection, pelvic pain, genital haemorrhage and dysmenorrhoea. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Events inability to tolerate the device & allergic or hypersensitivity reaction added. Lot number, concomitant condition, medial history & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') in a 40-year-old female patient who had essure (batch no. C35296) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2007, asthma, depression, pernicious anemia and gynecological examination (past gynecological history - she is menstruating about seven days, heavy and painful for the first three days. She gets her period every 21 days. As I mentioned, she is up-to-date with her smears and they were all normal. On examination, the vulva and vagina looked normal. There was a thick, whitish discharge. The cervix looked healthy. No evidence of ectropion. I have taken an hvs swab). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced alopecia ("hair is falling out"), 2 months 7 days after insertion of essure. On (B)(6) 2017, the patient experienced dyspareunia ("occasional superficial dyspareunia"), vaginal discharge ("discharge, she has been having it for nearly two years since the insertion of the essure") and coital bleeding ("post-coital bleeding"). On (B)(6) 2017, the patient experienced seasonal allergy ("hay fever"). On (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2018, the patient experienced acute sinusitis ("acute sinusitis"). On (B)(6) 2018, the patient experienced anxiety ("anxiety states"). On (B)(6) 2018, the patient experienced asthma ("asthma"). On (B)(6) 2018, the patient experienced arthralgia ("knee pain (right)"). On (B)(6) 2019, the patient experienced iron deficiency ("unspecified iron deficiency"). On (B)(6) 2019, the patient experienced insomnia ("insomnia"). On (B)(6) 2019, the patient experienced depression ("depressed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("constant and heavy bleeding"), dysmenorrhoea ("painful bleeding"), menstrual disorder ("changes in menstrual cycle"), back pain ("back pain"), candida infection ("thrush") and pain in extremity ("pain in legs"). The patient was treated with surgery (removal of the devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, menstrual disorder, back pain, vaginal discharge, endometriosis, coital bleeding, iron deficiency, asthma, seasonal allergy, acute sinusitis, candida infection, pain in extremity, arthralgia, alopecia, insomnia, anxiety and depression outcome was unknown. The reporter considered acute sinusitis, alopecia, anxiety, arthralgia, asthma, back pain, candida infection, coital bleeding, depression, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, insomnia, iron deficiency, menstrual disorder, pain in extremity, pelvic pain, seasonal allergy and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: confirmed the devices are adequately placed within the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure insertion date updated, event thrush added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') in a 40-year-old female patient who had essure (batch no. C35296- invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2007, asthma, depression, pernicious anemia and gynecological examination (past gynecological history - she is menstruating about seven days, heavy and painful for the first three days. She gets her period every 21 days. As I mentioned, she is up-to-date with her smears and they were all normal. On examination, the vulva and vagina looked normal. There was a thick, whitish discharge. The cervix looked healthy. No evidence of ectropion. I have taken an hvs swab). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced alopecia ("hair is falling out"), 2 months 7 days after insertion of essure. On (B)(6) 2017, the patient experienced dyspareunia ("occasional superficial dyspareunia"), vaginal discharge ("discharge, she has been having it for nearly two years since the insertion of the essure") and coital bleeding ("post-coital bleeding"). On (B)(6) 2017, the patient experienced seasonal allergy ("hay fever"). On (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2018, the patient experienced acute sinusitis ("acute sinusitis"). On (B)(6) 2018, the patient experienced anxiety ("anxiety states"). On (B)(6) 2018, the patient experienced asthma ("asthma"). On (B)(6) 2018, the patient experienced arthralgia ("knee pain (right)"). On (B)(6) 2019, the patient experienced iron deficiency ("unspecified iron deficiency"). On (B)(6) 2019, the patient experienced insomnia ("insomnia"). On (B)(6) 2019, the patient experienced depression ("depressed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("constant and heavy bleeding"), dysmenorrhoea ("painful bleeding"), menstrual disorder ("changes in menstrual cycle"), back pain ("back pain"), candida infection ("thrush") and pain in extremity ("pain in legs"). The patient was treated with surgery (removal of the devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, menstrual disorder, back pain, vaginal discharge, endometriosis, coital bleeding, iron deficiency, asthma, seasonal allergy, acute sinusitis, candida infection, pain in extremity, arthralgia, alopecia, insomnia, anxiety and depression outcome was unknown. The reporter considered acute sinusitis, alopecia, anxiety, arthralgia, asthma, back pain, candida infection, coital bleeding, depression, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, insomnia, iron deficiency, menstrual disorder, pain in extremity, pelvic pain, seasonal allergy and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: confirmed the devices are adequately placed within the fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pains") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depression in 2007 and overweight, alcohol use, alopecia, penicillin allergy, depression, tonsillectomy, cesarean section, gynecological examination (past gynecological history - she is menstruating about seven days, heavy and painful for the first three days. She gets her period every 21 days. As I mentioned, she is up-to-date with her smears and they were all normal. On examination, the vulva and vagina looked normal. There was a thick, whitish discharge. The cervix looked healthy. No evidence of ectropion. I have taken an hvs swab), pernicious anemia, depression and asthma. Previously administered products included: oral contraceptive nos and citalopram. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 184 days after essure insertion, she experienced alopecia ("hair is falling out"). On (B)(6) 2017 she experienced dyspareunia ("occasional superficial dyspareunia"), vaginal discharge ("discharge, she has been having it for nearly two years since the insertion of the essure") and coital bleeding ("post-coital bleeding"). On (B)(6) 2017 she experienced seasonal allergy ("hay fever"). On (B)(6) 2017 she experienced endometriosis ("endometriosis"). On (B)(6) 2018 she experienced acute sinusitis ("acute sinusitis"). On (B)(6) 2018 she experienced anxiety ("anxiety states"). On (B)(6) 2018 she experienced asthma ("asthma"). On (B)(6) 2018 she experienced arthralgia ("knee pain (right)"). On (B)(6) 2019 she experienced iron deficiency ("unspecified iron deficiency"). On (B)(6) 2019 she experienced insomnia ("insomnia"). On (B)(6) 2019 she experienced depression ("depressed"). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("constant and heavy bleeding"), dysmenorrhoea ("painful bleeding"), menstrual disorder ("changes in menstrual cycle"), back pain ("back pain"), candida infection ("thrush"), pain in extremity ("pain in legs"), device intolerance ("inability to tolerate the device") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (hysteroscopic and laparoscopic removal and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, menstrual disorder, back pain, vaginal discharge, endometriosis, coital bleeding, iron deficiency, asthma, seasonal allergy, acute sinusitis, candida infection, pain in extremity, arthralgia, alopecia, insomnia, anxiety, depression and hypersensitivity were unknown. The reporter considered acute sinusitis, alopecia, anxiety, arthralgia, asthma, back pain, candida infection, coital bleeding, depression, device intolerance, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, hypersensitivity, insomnia, iron deficiency, menstrual disorder, pain in extremity, pelvic pain, seasonal allergy and vaginal discharge to be related to essure administration. The reporter commented: as per medical records, the insertion procedure was carried out uneventfully. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): histopathology report - specimen: both right and left fallopian tubes. Macroscopy: both fallopian tubes have been sent in the same container. They measure 55 and 58 mm in length. Fimbrial ends were intact. Neither tube shows the presence of metallic spring. Microscopy : two fallopian tubes were identified in a single pot, both show complete transection of normal fallopian tube, and both were free from stic or malignancy. Diagnosis: left and right fallopian tubes (not distinguished) - complete transection. [Ultrasound scan] on 04-feb-2015: confirmed the devices are adequately placed within the fallopian tubes concerning the injuries reported in this case, the following ones were described in patient¿s medical records: alopecia, vaginal discharge, coital bleeding, candida infection, pelvic pain, genital haemorrhage and dysmenorrhoea. Lot number: 10589996 is invalid lot number: c35296 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') in a 40-year-old female patient who had essure (batch no. C35296- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2007, asthma, depression, pernicious anemia and gynecological examination (past gynecological history - she is menstruating about seven days, heavy and painful for the first three days. She gets her period every 21 days. As I mentioned, she is up-to-date with her smears and they were all normal. On examination, the vulva and vagina looked normal. There was a thick, whitish discharge. The cervix looked healthy. No evidence of ectropion. I have taken an hvs swab). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced alopecia ("hair is falling out"), 2 months 7 days after insertion of essure. On (B)(6) 2017, the patient experienced dyspareunia ("occasional superficial dyspareunia"), vaginal discharge ("discharge, she has been having it for nearly two years since the insertion of the essure") and coital bleeding ("post-coital bleeding"). On (B)(6)2017, the patient experienced seasonal allergy ("hay fever"). On (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On (B)(6)2018, the patient experienced acute sinusitis ("acute sinusitis"). On (B)(6)2018, the patient experienced anxiety ("anxiety states"). On (B)(6)2018, the patient experienced asthma ("asthma"). On (B)(6)2018, the patient experienced arthralgia ("knee pain (right)"). On (B)(6) 2019, the patient experienced iron deficiency ("unspecified iron deficiency"). On (B)(6) 2019, the patient experienced insomnia ("insomnia"). On (B)(6) 2019, the patient experienced depression ("depressed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("constant and heavy bleeding"), dysmenorrhoea ("painful bleeding"), menstrual disorder ("changes in menstrual cycle"), back pain ("back pain"), candida infection ("thrush") and pain in extremity ("pain in legs"). The patient was treated with surgery (removal of the devices). Essure was removed on 2-(B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, menstrual disorder, back pain, vaginal discharge, endometriosis, coital bleeding, iron deficiency, asthma, seasonal allergy, acute sinusitis, candida infection, pain in extremity, arthralgia, alopecia, insomnia, anxiety and depression outcome was unknown. The reporter considered acute sinusitis, alopecia, anxiety, arthralgia, asthma, back pain, candida infection, coital bleeding, depression, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, insomnia, iron deficiency, menstrual disorder, pain in extremity, pelvic pain, seasonal allergy and vaginal discharge to be related to essure. The reporter commented: as per medical records, the insertion procedure was carried out uneventfully. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: histopathology report - specimen: both right and left fallopian tubes. Macroscopy: both fallopian tubes have been sent in the same container. They measure 55 and 58 mm in length. Fimbrial ends were intact. Neither tube shows the presence of metallic spring. Microscopy : two fallopian tubes were identified in a single pot, both show complete transection of normal fallopian tube, and both were free from stic or malignancy. Diagnosis: left and right fallopian tubes (not distinguished) - complete transection. Ultrasound scan - on 04-feb-2015: confirmed the devices are adequately placed within the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: alopecia, vaginal discharge, coital bleeding, candida infection, pelvic pain, genital haemorrhage and dysmenorrhoea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received: reporter information was updated, and new reporter was added. Histopathology report was provided and reported indication for essure was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') and genital haemorrhage ('constant and heavy bleeding / painful bleeding') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("constant and heavy bleeding / painful bleeding"), back pain ("back pain"), pain in extremity ("pain in legs") and menstrual disorder ("changes in menstrual cycle"). The patient was treated with surgery (removal of the devices on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, pain in extremity and menstrual disorder outcome was unknown. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, menstrual disorder, pain in extremity and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.